Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant of the atrial lead, when the stylet was removed it was noted that the binding portion of the helix and lead was bent. The lead was not used and a new lead was implanted. The patient was stable.

Manufacturer narrative:
A partial lead with the distal segment measuring 41.2 cm was returned for analysis. Visual inspection of the lead confirmed the lead body to be bent/kinked and the outer insulation punctured. The cause of the field events is consistent with perforation by stylet at time of procedure.

Manufacturer narrative:
It was reported that during implant of the atrial lead, the stylet was stuck. When the stylet was removed it was noted that the binding portion of the helix and lead was bent. The lead was not used and a new lead was implanted. The patient was stable.